Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and could not verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.